Event description:
Customer reported that when the hold button is activated, the alarm will not go into the hold mode. There was no pt incident or injury reported. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Results - evaluation of the returned unit found that the battery springs are bent. Sensor function works in reverse. The alarm sounds when weight is on the pad and is silent when weight is off the pad. As a result, functions associated to the sensor (like the hold function) cannot be tested. Used a known working sensor to perform tests and the alarm passes all other functional tests. Note: the instructions for use state: take care when installing new batteries. The alarm will not work if batteries are installed improperly. Test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Ensure the green led, indicating mode, is blinking and the red hold indicator light is no longer flashing. (B)(4).